Event description:
As reported by the user facility bbm sales organization in australia: "overinfusion". According to the customer: "pump was connected for 21.5h but px noted it had emptied at 17.5h".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400595183. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (b)(4. Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the pump was 22f29ge221. Upon receipt, no solution was found in the pump and the pump was clamped. A medication label attached on the outer shell of the pump indicates that the pump was filled with flucloxacillin. Flow rate test: the pump was subjected to flow rate test. Result: the flow rate deviation from nominal flow rate for received sample was 0.98%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. To note: it is worth noting that there are scenarios that can cause pump to empty faster than normal time in actual application, such as one or combination of the below factors: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which causes the pump to empty earlier than the nominal time. Factor 3: folded outer shell (outer layer) folded outer shell (outer layer) will also act as an external pressure to elastomeric membrane and increase the flow rate of the product. Refer to version 4.0 IFU statement that user must unfold the outer layer properly prior to start the filling process. Conclusion: the flow rate of received pump was within the specification after subjected to flow rate test, which is according to test method under lab condition. Complaint is therefore not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.